Event description:
It was reported that the device was used in a low anterior resection. The device was fired without incidence. Upon inspection physician noted a leak both posterior and anteriorly. Case was complete with hand suture which extended the or time by one hour.